Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log along with a low battery prompt. Three charge attempts were observed with charge rates slower than the normal rate as well as a low battery message. This is evidence that the device was being operated in a low battery condition and consistent with typical behavior. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device failed to discharge at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.